Manufacturer narrative:
H3, h6: it was reported that a sl-plus/sbg/ipa mia offset adapter 10mm was found to have the tip broken off. As this was noticed upon field inspection, there was no patient involvement. The complaint device, which intent use is treatment, was returned for investigation. The reported issue was confirmed upon visual inspection, the tip of the instrument is fractured. A complaint history review showed no further complaints of devices from the same batch. A review of the production documentation for the batch in scope did not reveal any deviation from the standard operating procedure and a material analysis confirmed the specification of the material. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The failure mode and the severity are covered in the corresponding risk management file. A review of past corrective actions was performed. No further escalation is required. A relationship between the reported event and the device could be confirmed. Based on the performed investigations, the probable cause could not be determined. As this instrument was produced in 2010, normal wear and tear through repeated use is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. No further actions are deemed necessary. This version of the device will be monitored for similar issues. This investigation is considered closed. The complaint device will be retained.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that a sl-plus/sbg/ipa mia offset adapter 10mm was found to have the tip broken off. As this was noticed upon field inspection, there was no patient involvement.